Event description:
It was reported to medtronic minimed that the customer observed button was unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit received with no buttons responding properly. All buttons were tested while navigating the menus, and they all failed. Proceeded by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Moisture damage was found on the keypad traces; in addition, moisture was found alongside the electronic assembly, separated to the electronic stack. The following cosmetic damages were noted: corroded keypad trace, stained keypad overlay, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case (battery tube), battery cap contact missing, and broken battery cap. In conclusion, customer¿s allegation about keypad anomaly was confirmed, and moisture damage was noted. All buttons weren't functioning properly during testing due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.